Event description:
Pt had bilateral augmentation mammoplasty on 11/25/97. Normal post operative course until 12/10/97 when pt contacted surgeon w/redness, pain & swelling of abrupt onset that day. Dr admitted pt to hosp immediately and removed right implant and followed with antibiotic therapy.